Event description:
Caller reported that a cgm error 42 had occurred, with the error appearing three or more times on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, confirmed that the pump was under warranty, and instructed the customer on backup therapy using mdi and the procedure for returning the defective pump, which the customer understood and acknowledged.